Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation.biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that he developed a rash under the electrodes. The patient's doctor recommended cortisone cream. During a follow up the patient reported that the rash was improving but not completely gone. No allegation of a device malfunction.